Event description:
It was reported that pump screen remained dark and would not turn on, quick bolus/wake button was difficult to press and required multiple presses, and pump battery would not charge. There was no adverse impact to the customer¿s blood glucose level. Customer confirmed use of tandem charging cable and wall adapter, followed instructions to press button firmly and to plug pump into a working outlet for at least 30 minutes, but pump screen still did not turn on, and technical support left a voicemail after follow-up with no further outcome reported.